Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate results. Specific results were not provided, only that the difference was 2.5 units greater than a laboratory device result. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.